Manufacturer narrative:
We had the customer reboot the cns. Upon restarting the raid hard drives (hd), error message indicated hd 1 has failed. Technical support walked the bme through changing the hd and issue was resolved. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of any product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
(B)(4).